Event description:
Reporter alleged obtaining a high blood glucose monitoring result (in the 300s mg/dl) and dosing insuling as well as eating prior to having a seizure. Reporter stated 20 minutes after eating with orange juice and taking 4 units of insulin, feeling sleepy and went into a seizure. Reporter stated the paramedics were called and their device result - 32 mg/dl. Reporter indicated being treated with "sugar on tongue" from "clear stuff in the tube". Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.